Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This ICD model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) during normal operation an event caused a transient high current condition on vdd resulting in a momentary decrease in voltage vdd supply. The glitch detection circuit initiated a power on reset firmware operation. (B)(4) no anomalies found, however defib conductor distorted, outer insulation breached cut, apparent explant damage noted, and blood found on several conductors; partial lead in segments returned and analyzed.

Event description:
It was reported that the patient had a vf episode in the hospital and had to receive CPR and be externally rescued. The device was interrogated and found that an electrical reset had occurred. Performance data from the device showed 6 unsuccessful shocks. The delivered energy for each shock was < 1 joule and impedance was < 20 ohms. Lead insulation problem was suspected. Technical services analysis revealed severe type of power on reset and recommended device replacement as well due to internal circuit damage. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This ICD model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B) (4) during normal operation an event caused a transient high current condition on vdd resulting in a momentary decrease in voltage vdd supply. The glitch detection circuit initiated a power on reset firmware operation.